Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported meeting the patient on (B)(6) 2020. The rep reported the patient fell onto the implantable neurostimulator (ins) 3-4 months ago doing a pull up. The rep reported the patient uses the therapy sporadically, so it was difficult to tell if he lost benefit. The rep turned stim on and with the 8-15 lead, the patient felt stim appropriately. The rep reported all pairings on 0-7 lead were >40000. 8-15 lead has one pairing out of range and it isn't in use for programming. The patient was feeling stim in the appropriate location at todays visit. No symptoms or further complications were reported.